Manufacturer narrative:
Unit was received with missing retainer and reservoir tube o-ring. Unit was received with fading serial number label and cracked keypad overlay at select button. Unit was also received with minor scratched lcd window, case, and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump's ring at the reservoir was broken. Customer's blood glucose level was 12.6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.